Event description:
The patient ((B)(6)) received a trial scs system, including a percutaneous lead, on (B)(6) 2010. During the implant operation, the stylet reportedly became lodged inside the lead. The physician was able to pull the stylet partially out of the lead. The physician then cut the stylet, allegedly abandoning the tip of the stylet inside the lead. The physician left the lead implanted for the trial.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.